Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping"), pelvic pain ("pain"), depression ("depression") and anxiety ("anxiety"). The patient was treated with surgery (to remove essure implant.). Essure was removed in (B)(6) 2016. At the time of the report, the perforation, abdominal pain lower, pelvic pain, depression and anxiety outcome was unknown. The reporter considered abdominal pain lower, anxiety, depression, pelvic pain and perforation to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.